Manufacturer narrative:
Clinical review: a temporal relationship exists between hd therapy utilizing a 2008 hemodialysis system, and the patient¿s serious adverse events of hypervolemia. The definitive etiology of the hypervolemia is unknown; therefore, causality cannot be established. It should be noted that minimal clinical information precluded a more comprehensive investigation, however there was no report that a fresenius device(s) and/or product(s) malfunctioned or was deficient in any way. Hypervolemia is a common finding in patients on chronic hemodialysis and substantially increases their risk of morbidity and mortality. Based on the limited information available, the 2008 hemodialysis system cannot be disassociated from the serious adverse event. During intake, there was no allegation a fresenius device(s) and/or product(s) caused and/or contributed to the serious adverse events. However, given the lack of patient data, treatment record, hospital records, post-event functional compliance testing, and/or machine repair records, there is insufficient evidence for this clinical investigation to exclude the 2008 hemodialysis system from having a possible role in the serious adverse event. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported to fresenius that this patient with end stage renal disease (esrd) on hemodialysis (hd) utilizing a fresenius machine (model unknown) for renal replacement therapy (rrt) completed hd therapy on (B)(6) 2025 but left with ¿too much fluid¿ (hypervolemia) and required an extra treatment on (B)(6) 2025. Subsequent attempts to obtain additional information (e.g., patient data, outpatient clinic name, treatment records, hospital records, post-event functional compliance testing, and/or machine repair records) were unsuccessful.

Event description:
It was reported to fresenius that this patient with end stage renal disease (esrd) on hemodialysis (hd) utilizing a fresenius machine (model unknown) for renal replacement therapy (rrt) completed hd therapy on (B)(6) 2025 but left with ¿too much fluid¿ (hypervolemia) and required an extra treatment on (B)(6) 2025. Subsequent attempts to obtain additional information (e.g., patient data, outpatient clinic name, treatment records, hospital records, post-event functional compliance testing, and/or machine repair records) were unsuccessful.

Manufacturer narrative:
Plant investigation: the device was not returned to the manufacturer for physical evaluation and the serial number could not be obtained. As a serial number could not be determined, device history and manufacturing records could not be reviewed. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.